Manufacturer narrative:
The customer¿s report of tubing disconnected and leaked was confirmed. Visual inspection of the set noted that the silicone segment was completely separated from the lower fitment. The expected o-ring near the lower fitment was not received. Further visual inspection of separated silicone segment end noted o-ring indentations on the silicone segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed on the set due to damage of the set. Dimensional testing was performed on the lower pumping silicone segment. The sample measurement was within specification with no issues observed. The root cause of the failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a blood transfusion in the nicu, the IV pump began alarming occluded and upon inspection it was found that the tubing had disconnected and leaked blood onto the floor. There was no report of patient harm.